Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi 12 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and fistula. No further patient complications were reported.